Event description:
12 mm cook balloon (during rt femoral artery angiogram) couldn't withdrawn fully after use (to dilate a stent already placed) & the distal tip tore a 9f sheath. Despite multiple attempts to fully deflate balloon - it would not deflate. Balloon & sheath removed. Bleeding ensued. Groin pressure applied for over 90 minutes surgery crew on call, but bleeding stopped with pressure prior to surgical intervention. Immediate hematoma developed. Pt again developed increased bleeding post procedure (40occ) 09/18/97 - still hospitalized.